Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 sometime in the morning, when he reportedly obtained a reading of ¿180mg/dl¿ using the subject device which the patient felt was high compared to how he was feeling. The patient stated that he manages his diabetes using insulin and self-adjusts the dose based on his blood glucose readings, and reportedly increased his food and/or drink consumption in response to the alleged issue. The patient reported that he experienced symptoms of ¿weakness, shaking, blotchy eye sight and confusion¿ approximately 30 minutes after the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015, later in the morning. The patient confirmed that his blood glucose was not measured using any other device at the time of the alleged meter issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and that the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.